Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Journal citation: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiology: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information from a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this implantable lead. No adverse patient effects were reported. Additional information was received that this patient passed away in hospice care ten months later. There were no reported allegations against the lead. Available information indicates that this lead was surgically abandoned.

Event description:
--